Event description:
It was reported that patient was without stimulation due to auto-reducing. The sjm representative interrogated the system and found many contacts with invalid impedances. Reportedly images showed no anomalies with the system and lead placement. The sjm representative successfully reprogrammed the patient. Follow up determined the patient had lost stimulation. The sjm representative interrogated the system and found all leads had invalid impedances. Reportedly the physician planned surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.